Event description:
On 03 sept 2025, received dea results and informations via mail from technical service that after visual inspection, cracks were found at the three-way connection of the patient's pipeline, unpacking malfunction .therefore, the aware date of the patient circuit damage is 9.03.2025.

Manufacturer narrative:
The baxter technician found the filter needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The filter will be replaced to resolve the reported event. Based on this information, no further action is required. If any further information is received, the record will be reassessed accordingly.